Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a wound on the breast area. There was no alleged device malfunction contributing to the wound. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.